Event description:
The patient contacted animas on (B)(6) 2011 requesting assistance with entering change to I:c ratio per her doctor's advice. During the call, the patient mentioned that for the past month she has been having intermittent low blood glucose (bg) readings in the late evening. The patient reported obtaining low bg readings of 40mg/dl, 50mg/dl and 77mg/dl. The patient claimed she felt "a little out of it" when she was low and treated the lows with food and/or drink. At the time of troubleshooting, the patient informed animas customer support that on either (B)(6) 2011 or (B)(6) 2011 she had an MRI. The patient was told by the tech that she did not have to disconnect from the pump for the test. Customer support advised the patient that the pump should not be exposed to x-ray, MRI or CT. At the time of the call, customer support advised the patient to disconnect from the pump and go to backup plan. This complaint is being reported because, the patient obtained a low bg of 40mg/dl while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 03/02/2012 - device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2012 with the following findings: a review of the total daily dose history from 09/09/2011 to the end of pump use on 01/06/2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.